Event description:
The customer reported via phone call that their insulin pump was exposed to moisture. The customer stated the moisture exposure occurred while taking a shower. The customer's blood glucose was unknown. Customer reported there was fluid under the lcd display. The customer also reported receiving a failed battery test alarm after the moisture exposure. Customer's bolus button was also not functional as a result. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assemblies. The insulin pump also had corroded motor assemblies. The functional tests could not be performed due to the blank display. The insulin pump was received with light moisture damage to the keypad traces and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.